Event description:
During the EVAR procedure, a blood leak was noted from the hemostasis valve of the FastCath sheath. A continuous blood leak was noted from the FastCath sheath resulting in a 200cc blood loss requiring a blood transfusion. The procedure was completed with the original device and with no adverse patient health consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The Batch Record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood leak requiring blood transfusion could not be conclusively determined.